Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump hit the edge of a counter while pump was clipped on the customer's clip. Customer is unable to see the pump touch screen due to the damage. Additionally, the customer reported an unspecified alarm. Customer's blood glucose was 60 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.